Manufacturer narrative:
Other relevant device(s) are: product ID: enlw1620c95ee, serial/lot #: (B)(4), ubd: 14-jan-2012, (B)(4); product ID: enlw1613c95ee, serial/lot #: (B)(4), ubd: 23-dec-2011, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size on (B)(6) 2010. It was reported that on the (B)(6) 2018 the patient was diagnosed with the collapse of the residual aortic sac around the stent graft. The cause of the event is unknown. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The diagnosis of the collapse of the residual aortic sac around the stent graft has been reported to have been retracted by the investigator. The previously reported event is now non-reportable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.